Manufacturer narrative:
The other eleven units are indicated in the event description and in, and are being reported under the same manufacturer report number. Evaluation summary: quality assurance analysis revealed that there were 12 rhv's returned. There was no blood or contrast visible. There were three of the rhv's still inside the pouches. The other nine were loose in the box. Part#1 had the rhv inside the pouch. It was located 2.3 cm away from the seal next to a side seal. The abbott seal at the location of the rhv was open for a length of 4 cm. The rest of the seal was still intact. The opened portion of the seal was clear without any white on the clear plastic. Opened the seal another cm and there were a few dots of white residue on the seal. Product performance engineering has reviewed the case description and the analysis of the devices. All 12 packages were opened at the manufacturer seal. There were three packages that contained rhv's. The contained rhv's were returned with the rotating male luer positioned correctly facing the reported unsealed area of the manufacturer seal and the rhv's were found to freely move inside the package. Upon further investigation, an incomplete seal band was observed on the clear sides of the returned packages as there was minimal/non-continuous cloudiness noted where the sealing occurred. There were other units from the same lot that were reported in this incident to have open seals. They were not returned. It appears that a manufacturing anomaly occurred during the sealing process of the packages. A review of the similar incident was performed; seven units from the same part and lot numbers were reported to have open seals.

Event description:
It was reported that twelve rhv's were opened and all twelve had open areas of about 1-2 inches along the bottom seal. The devices were not used on the pt. All of the devices will be returned. No additional event or pt info is available. This is being upgraded to MDR reportable because there was a malfunction, unsealed pouch, that lead the company to undergo a correction and removal activity.